Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician attempted four times to recapture and reposition the closure device, but it was in a proximal position each time. After the fourth attempt, they performed a tug test three times and the closure device was stable. The closure device was still positioned too proximal, but the physician determined that the benefits outweighed the risks in this specific case and chose to release the device. When the closure device was released, it shifted significantly causing it to be canted which resulted in the closure device to be even more proximal on the limbus side and a 1.6mm leak was noticed at this time. The patient remained in the lab under supervision to continue monitoring the position of the device. After some time, the closure device embolized. The physician successfully retrieved the closure device and removed it from the patient. The patient remained hemodynamically stable throughout these events. After the retrieval, a full transesophageal echocardiogram (tee) was performed to assess for any cardiac related deficits. No related cardiac deficits were reported, and the patient remained hemodynamically stable. The patient was kept overnight for observation. The patient is doing well and is expected to fully recover and be discharged. It was further reported that the closure device was retrieved from the left atrium of the patient. The patient has since fully recovered and been discharged from the hospital.

Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician attempted four times to recapture and reposition the closure device, but it was in a proximal position each time. After the fourth attempt, they performed a tug test three times and the closure device was stable. The closure device was still positioned too proximal, but the physician determined that the benefits outweighed the risks in this specific case and chose to release the device. When the closure device was released, it shifted significantly causing it to be canted which resulted in the closure device to be even more proximal on the limbus side and a 1.6mm leak was noticed at this time. The patient remained in the lab under supervision to continue monitoring the position of the device. After some time, the closure device embolized. The physician successfully retrieved the closure device and removed it from the patient. The patient remained hemodynamically stable throughout these events. After the retrieval, a full transesophageal echocardiogram (tee) was performed to assess for any cardiac related deficits. No related cardiac deficits were reported, and the patient remained hemodynamically stable. The patient was kept overnight for observation. The patient is doing well and is expected to fully recover and be discharged.